Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The battery life was at 52% now down to 1% and replacement was advised. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains corrections to field b5 which detail the device explant as well as patient symptoms, and to field h6 that codify the patient symptoms.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device. The battery life had fallen from 52% to 1% in approximately 1 year. The patient was being treated in the emergency room for shortness of breath and dizziness. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device was subsequently explanted. No additional adverse patient effects have been reported.